Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated issue. During servicing, the pt's belt failed incoming testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the trunk cable was cut which damaged the yellow wire (pgnd) inside the trunk cable insulation. The cause for the test failure is the damaged pgnd wire. The cause for the damaged wire is the cut trunk cable. The root cause for the cut trunk cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged pgnd wire. The pt was issued a replacement electrode belt.